Event description:
It was reported that knee dislocated. Doctor was called by therapist.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Patient requested.

Manufacturer narrative:
An event regarding dislocation involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. Material analysis report concluded: ¿damage to the some of the features of the returned triathlon cs x3 tibial insert was likely caused by the revision process. In-vivo service related damages to the articulating surfaces included scratching and third body indentations. These are commonly identified damage mode on uhmwpe tibial inserts. No material or manufacturing defects were observed during this examination.¿ a device history review indicated all devices accepted into final stock met specifications. There have not been any other events for the lot referenced. The exact cause of the event could not be determined. No further investigation for this event is possible at this time.

Event description:
It was reported that knee dislocated. Doctor was called by therapist.